Event description:
The lifescan sales rep contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on a patient's one touch verio pro meter. A customer care advocate (cca) was unsuccessful in getting a hold of the sales rep to obtain further clinical information. The following was classified based on the initial call. The lfs sales rep mentioned that a patient who was pregnant had some hormonal disturbance with frequent hypos. She developed a hypo and then tested on her verio pro meter and obtained a 96 mg/dl and then tested on an ultra easy meter and obtained a 52 mg/dl. The patient retested again on the verio pro meter and obtained an 89 mg/dl and then tested on the one touch ultra easy again and obtained a 47 mg/dl. There is no information that the patient sought any medical attention or treatment due to the alleged issue or symptom. A quality control test was done and the test strips passed using the control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the symptoms, how long the patient was using the device for prior to symptoms and more detail information about symptoms. At this time there is no evidence that the meter caused or contributed to the serious injury since the patient had developed symptoms prior to testing. Although the test strips passed using the control solution, the complaint is being reported since the readings are greater than 30% and or 30 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.